Event description:
It was reported that during a laparoscopic cholecystectomy, the pouch would not open. It then broke when it became stuck on the metal arm. The case was completed with a like device with no pt consequence.